Event description:
It was reported that after preparation according to the instructions for use, during a mildly tortuous, heavily calcified, mid, left anterior descending artery interventional procedure, during pre-dilatation, a trek rx balloon delivery catheter (bdc) was advanced without difficulty and with the first inflation of 4-6 atmospheres (atm), the balloon ruptured. The trek rx bdc was removed without difficulty. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.